Event description:
Related manufacturer reference number:2017865-2022-40755. It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and the right ventricular lead exhibited low r-wave sensing due to a micro dislodgement. The lead was explanted and replaced. The patient was in stable condition.